Event description:
A report was received that the patient was experiencing burning sensation around the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing burning sensation around the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.